Manufacturer narrative:
(B)(4). The device is currently unavailable.

Event description:
Per the clinic, the device was explanted on (B)(6) 2014, due to an infection unrelated to the cochlear implant. The device has not been made available for analysis as of the date of this report, september 4, 2014.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014. This report is filed october 30, 2014.